Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was flashing white and vibrating and there was a red light flashing below the back button arrow. Frozen display had recurred. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with partial display due to corroded electronic assemblies. No frozen display noted. Device received with corroded battery tube and corroded motor home switch.